Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners and battery tube threads and minor scratched lcd window.

Event description:
It was reported that the insulin pump had an unresponsive keypad after the device had been exposed to water. The customer did not know the blood glucose reading. He stated that he was wearing the insulin pump when he accidentally fell into a lake and got the device wet. He noted that the display screen went blank immediately after the device's exposure to water, and it later turned on, but the keypad was unresponsive. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.